Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implantable pump, dose and concentration not reported. The indication for use was not reported. The patient's medical history and concomitant medications were unknown. An infection was reported however, it was unknown if it was associated with a specific event and the reporter had no details. The reporter received an email from a healthcare provider with regard to utilizing antibiotics through the intrathecal pump for treating an infection involving the cerebrospinal fluid (csf). The reporter had no details on symptoms at the time report and had limited information. Additional information received reported it was unknown what diagnostics, actions, interventions taken and if the infection had been resolved.